Event description:
It was reported that the patient experienced inadequate stimulation to the affected shoulder pain due to the incorrect lead position. The patient underwent a procedure to reposition the lead; however, during the lead repositioning, attempts to advance the lead to the head were unsuccessful. The lead was removed, a new puncture was performed, and a new lead was advanced to the head and implanted. Pain-relief to the effected site was obtained postoperatively. The lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in h6 fields. Additional applicable product code: qrb.

Event description:
It was reported that the patient experienced inadequate stimulation to the affected shoulder pain due to the incorrect lead position. The patient underwent a procedure to reposition the lead; however, during the lead repositioning, attempts to advance the lead to the head were unsuccessful. The lead was removed, a new puncture was performed, and a new lead was advanced to the head and implanted. Pain-relief to the effected site was obtained postoperatively. The lead will not be returned as it was discarded by the medical facility.